Manufacturer narrative:
Concomitant product: d284trk ICD implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). Technical services provided the healthcare provider with programming recommendations to prevent twos. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.